Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a patient follow up premature battery depletion was noted involving this device. The patient had not attended a follow up for over two years. This device was thus explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a patient follow up premature battery depletion was noted involving this device. The patient had not attended a follow up for over two years. At the follow up, substantial efforts were made to have the subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated without success. After magnet applications, there was no beeping tones noted coming from the device. This device was thus explanted and returned. No additional adverse patient effects were reported. Subsequently, the s-ICD was received for analysis.

Manufacturer narrative:
This report is being filed to correct describe event or problem and device codes.

Event description:
It was reported that during a patient follow up premature battery depletion was noted involving this device. The patient had not attended a follow up for over two years. This device was thus explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. An attempt was made to interrogate the device but it could not be communicated with. The device did not emit beep tones. The device case was removed to perform detailed analysis of the internal components. The battery was removed and testing found the voltage was 0.24 volts, which is too low to support telemetry communications, beep tones, or critical therapy. When connected to an external power source, the device passed all tests and operated normally. No high current drain was identified during analysis. Detailed testing was unable to determine the root cause of the confirmed premature battery depletion.

Event description:
It was reported that during a patient follow up premature battery depletion was noted involving this device. The patient had not attended a follow up for over two years. This device was thus explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. An attempt was made to interrogate the device but it could not be communicated with. The device did not emit beep tones. The device case was removed to perform detailed analysis of the internal components. The battery was removed and testing found the voltage was 0.24 volts, which is too low to support telemetry communications, beep tones, or critical therapy. When connected to an external power source, the device passed all tests and operated normally. No high current drain was identified during analysis. Detailed testing was unable to determine the root cause of the confirmed premature battery depletion. Additional testing was performed and residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a low battery voltage and a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.